Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin scarring. We are unable to confirm the bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient contacted the endocrinologist by telephone and was diagnosed with skin scarring. The cannula was reported bent while wearing the pod on the infusion site for 4 to 24 hours. The patient had ketones.